Manufacturer narrative:
An event of aortic stenosis and regurgitation requiring a valve-in-valve 8.5 years after implant was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 23mm trifecta valve was implanted. On (B)(6) 2018, a valve in valve was performed due to aortic stenosis and regurgitation. A 23mm corevalve was successfully implanted. Post procedure the patient developed heart block for which a pacemaker was implanted. The patient was discharged home on (B)(6) 2018. On (B)(6) 2018, the patient died due to a ruptured intestine. The patient's death was unrelated to the device. Clinical site patient ID: (B)(6).